Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during balloon-assisted coiling of an internal carotid artery aneurysm, the balloon was not deflating rapidly after inflating and deflating 2-3 times. The device was removed from the patient without incident. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection did not find any damage to the balloon or catheter shaft. The balloon's inflation was tested and partially inflated with water. Continued injection filled the balloon with water while removing air from balloon until balloon was completely filled with water. The balloon deflated normally. The reported complaint is unconfirmed. The investigation of the returned scepter c balloon system found the device to function normally; the balloon was able to be inflated and deflated without issue. The reported event is consistent with improper sealing of the purge hole during preparation, which would result in blood being drawn into the balloon during repeated deflation, resulting in a slower deflation time. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.